Event description:
Reporter indicated a dell handheld vns computer's screen was freezing while attempting to interrogate a patient. This patient was able to be interrogated successfully the next day after troubleshooting resolved the screen freezing.